Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the patient experienced leakage from the PICC line during flushing, following completion of the infusion. The PICC line has since been removed. No PICC was inserted after the removal, currently cannulated advised to wait approx. 2 weeks for new PICC. Patient will hopefully have a new one in the next week. I have just flushed the line, it leaks at 9cm. The external length was 8cm on insertion and remained at this length up until removal. Secureacath was used to secure the line. No harm, injury or negative outcome.